Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the device nozzle was damaged, and the bending section sheath was found to be cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer that the evis exera iii colonovideoscope hemostasis clip got sucked up through the scope and got lodged in the hole in the suction button and the button would not come out. During evaluation of the returned device, it was found that the nozzle was damaged. This report is being submitted for the damaged nozzle found at estimation. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.